Manufacturer narrative:
The customer reported that the ortho provue analyzer probe was dripping and the dilution cup was overflowing. It is unknown which tests were being performed at the time of the incident. The customer did not report that the instrument posted any error messages as the incident occurred. Account reported that the reagents on board were contaminated due to the probe leak. An ocd field engineer (fe) arrived on site. Service has returned the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over and cross contamination may occur, which may lead to erroneous test results. In addition, weakened reactivity may also be observed if the dispense volume is compromised. If the alleged malfunction were to recur undetected, errorneous results could have been reported.

Event description:
The customer reported that the ortho provue analyzer probe was dripping, and the dilution cup was overflowing.